Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed, and a 20 mm watchman flx pro closure device selected to be used. During the procedure upon release, the closure device appeared to shift proximal not meeting position, anchor, seal and size (pass) criteria. There was no leak after release and no treatment or intervention is planned.